Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on 03-14-2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and data does not reflect within the investigation window for serial number (B)(6). The allegation was undetermined. Reported allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.